Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6: correction: event problem and evaluation codes: method code should have been originally reported as b21.

Event description:
Additional information was received via email on 06-dec-2022. Per the complaint contact, I work in the biomedical department with no interactions with any patients involved in these devices.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the bottom tamper seal to be broken but plunger tamper seal is intact, it was observed that the plunger assembly was loose and rotated, and the right plunger case is cracked. The devices event history log was reviewed for evidence of the reported event, check syringe plunger sensor was found in history log due to loose and rotated plunger assembly. To conduct functional testing, the device was powered up and an audio test was performed. Upon power up of device customer issue was replicated, plunger assembly loose and rotated (which is causing the check syringe plunger sensor) was found at inspection but was unable to duplicate the primary audible alarm post error at power up. It was discovered that the broken carriage from device has been dropped or mishandled by customer, and unable to determine the intermittent of the error, as the audio speaker was performed and all the reading within the required specs. To resolve the issue the plunger tube and plunger assembly were replaced, no repair was needed for the primary audible alarm. The device passed all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited an error check plunger sensor, primary audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.